Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the outer coating of the controller's cable connecting to the battery was cracked. The controller was exchanged.

Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: the reported event of damage to the system controller¿s power cable was confirmed with the evaluation of the returned system controller serial number (B)(6) (backup battery serial number (B)(6). The collected log file contained 240 events over approximately 11 days from 23apr2020 to 04may2020, per the time stamp. The average power and flow were 6.1 watts and 5.3 lpm, respectively. The fixed speed was set to 9,600 rpm and the low speed limit was set to 9,200 rpm. Throughout the log file the controller supported the pump above the low speed limit, when the driveline was connected. Visual inspection of the returned system controller revealed a tear in the insulation of the black power cable. A green contamination was present underneath the insulation, this contamination is indicative of fluid/moisture reacting with the shielding of the power cables. Although the root cause of the damage could not be conclusively determined, it appeared to be a result of handling. The system controller was functionally tested and found to operate as intended during analysis. The confirmed insulation damage did not affect the controller's ability to support an lvad as designed. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg. And qa specifications. System controller serial number (B)(6) was shipped to the customer with (B)(6) on (B)(6) 2017. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist)(what not to do: driveline and cables, daily safety checklist). The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Incidental findings: tear in the insulation of both power cables that revealed green substance within. Inner conductor breakdown was in both power cables. A green substance was inside the power cables and the controller. The connector side strain reliefs on the black and white power cables were slightly damaged. No further information was provided. The manufacturer is closing the file on this event.